Event description:
Patient was revised. Reason for revision was not provided.

Event description:
Litigation papers received and allege patient was revised due to pain, physical impairment and elevated metal ion levels.

Event description:
Patient was revised. Reason for revision was not provided. Update: litigation papers received (B)(6) 2012. Papers allege, patient was revised due to pain, physical impairment and elevated metal ion levels. Doi: (B)(6) 2007. No new information received that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.